Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
A customer complained of a false negative elecsys troponin ths assay (tnths) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. Specific results and timeline of events were not provided. Clarification has been requested but has not been provided. The patient was admitted to the emergency room for unknown reason where they received a "slightly positive" result using whole blood rapid testing. The screening testing was done using roche cardiac trop t sensitive (tnt) test strips. Following the "slightly positive" result, a new blood sample was drawn. The patient had a "negative" tnths result tested on a cobas e411. The patient additionally had "negative" results for ck-mb and myoglobin using unidentified instruments and products. The patient was released from the hospital and subsequently died at home from what was believed to be a sudden heart failure. An autopsy report of the patient has not been released. The "negative" tnths result was confirmed by the "negative" ck and myoglobin values. There is no information that indicates the negative tnths caused or contributed to the death. The tnths reagent lot information was requested but was not provided. The investigation is currently ongoing as more information and clarification has been requested.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4). Further investigation determined that the cobas e 411 immunoassay analyzer was not the cause of the issue. The results from the cobas e411 have been verified by the additional measurements by the hospital and are not disputed by either the laboratory nor the attending clinicians. The investigation determined the results from the roche cardiac trop t sensitive (tnt) test strips were erroneous. The customer's test strips were requested for further investigation, but have not been returned. Relevant retention material of tnt test strip lot 25712610 were measured with two native blood samples and two spiked blood samples (both c=80-100 pg/ml). Each sample was measured with three test strips. The plasma from the blood samples were measured on a cobas e 411. Results: native blood sample: the results showed negative, no detection line, only control line (=negative). Spiked blood samples: the results showed positive, visible detection line and control line (=positive). Cobas e411 results: irst native blood sample: < 3.00 pg/ml. Second native blood sample: < 3.00 pg/ml. First spiked blood sample (c=80-100 pg/ml): 95 pg/ml. Second spiked blood sample (c=80-100 pg/ml): 94 pg/ml. All results met specifications.

Manufacturer narrative:
Further detail of the event were provided by the customer. The patient was initially screened using a roche cardiac trop t sensitive (tnt) test strip. On (B)(6) 2018 , the patient had a serum sample and a hematology sample collected. The serum sample was sent from the intensive care unit (ICU) to the customer's laboratory. The initial tnths result obtained was considered "confirmed" compared to "visible" results from the ICU. Further clarification was not provided. Prior to the initial result the tnths controls tested was performed with acceptable results. On (B)(6) 2018 the physician treating the patient questioned the initial results and requested further investigation. The customer first verified the patient identification of the primary tube ensuring no sample mismatch. The primary and secondary sample tubes were retested and the results confirmed the results from (B)(6) 2018 . Tnths result were provided as original result was 5 ng/l, retest from primary tube was 6 ng/l, an retest from the secondary tube was 5 ng/l. Additional testing was performed on the primary tube, ck = 0.85 ukat/l, ck-mb 0.04 ukat/l, ldh 2.04 ukat/l. All results were considered within the reference values. From the whole blood hematology sample, a a rapid test for tnt was performed (a test obtained from the ICU) and the result was negative. Another serum sample from the patient was obtained and with a tnths result of 9 ng/l. It was also provided that the patient had no confirmed clinical history. The customer's test strips were not available for further investigation. As the patient sample was also unavailable and that there were no strips returned for further investigation a definitive root cause could not be found.